Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient reported they broke as many as 13 bones throughout the back. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Iit was reported that there was a burning sensation. The patient was in an accident while being bucked off a horse in march in while they broke three spinal process vertebras. The patient was in a little pain and took little pills for this. In july he was bucked off a horse again and broke several bones in his lumbar. From this point, he was unable to feel his legs and was on the ground for two and a half hours. The patient finally got feeling in his legs and the pain was generating from his left thing to the left side. The patient turned stimulation higher and would feel a continuous burning like someone had put lighter fluid in their spine and lit it on fire. The manufacturer representative had tried changing some settings and it did help some. Imaging was done to look at the device. The patient had an MRI in (B)(6) and showed broken bones but those physicians were not aware of the device at the time. There was some damage done on the device. It was noted that the leads should be replaced. They were surprised that it was even working a t the point of the report. The patient was having sacrilic injections done on the 12th to see if it helped. If they turned stimulation off, the burning stopped but it still hurt. If they touched it, it was tender on the left side. The patient thought the leads were 2-3 inches from their spot and their ins was implanted on the opposite side, right. The manufacturer representative did some changes on the settings and it did decrease the burning some but the pain came in the middle of their thigh on the front of the left side. The pain was on the left side of his left thigh before they tweaked it. On (B)(6) 2015 information was received noting that the patient had 50% or greater symptoms reductions but that at the time of the report there was not. The patient was thrown off a horse and the patient was reprogrammed and interrogated several times without the ability to improve worse pain or new symptoms. This was not considered device related. There was a potential damage to the ins. The patient did not recover, the symptoms were still ongoing. Additional information was reported on (B)(6) 2015 indicating that it was believed that the pain and burning was thought to be due to the results of ¿si joint paint¿. The patient was scheduled to get shots for that pain on (B)(6) 2015. The nurse had spoken with the patient several times last week and the patient never mentioned any issues with the devices.

Event description:
It was reported that on (B)(6) 2014, the patient was thrown from a horse and cleared an 8 foot fence. The patient landed on his back and thought he had broken his back. The patient stated that when he landed on the ground, his groin area was torn up and he hurt from the waist down. He rolled over onto his side and had to undo his pants because he stated it felt tight and there was a lot of pressure. They ended up calling the ambulance to bring him to the hospital. The patient stated that he must have gone into shock because his blood pressure was 100/50 which was very low and he normally had high blood pressure. The patient noted that they could not give him anything for pain due to the blood pressure being so low. The health care professional at first told the patient there were no broken bones and that he could return to work in two days on (B)(6) 2014. The patient stated that he was not able to move his legs and could not even use the urinal. The patient stated that he knew there was something else wrong. A computerized tomography (CT) scan was done that showed the patient did have some broken bones. The health care professional told the patient that because of the swelling, they were not able to see the fractures on the x-ray but the CT scan showed there were fractures on the lower lumbar on the left side that ran from the lowest rib to the pelvic area. A week later, the patient ended up in a nursing home/rehab facility. The manufacturing representative had tested the leads and said that they were ok. On (B)(6) 2014, the patient had to be sent back to the hospital because they were not able to control his pain level. While at the nursing home, the manufacturing representative had tried to reprogram it. The patient stated that they noticed on the left side that the normal settings would be like 0.2 and variations like 2.2 on the right side and 4.1 on the left where before the fall it would be closer like 2.2 and 2.4 but could have been 2-3.0 difference on the left side before he could feel it. The patient stated that prior to the fall, the leads were working correctly and after the fall, the leads were not working the same. It was further reported that the patient felt everything was fine with the stimulator at that time and noted that the fall was not related to the device. It was noted that the manufacturing representative checked impedances on three different occasions and all impedances were good. The last time the patient was seen in rehab, he was using his stimulator and did not want to be reprogrammed because he was receiving good coverage. On (B)(6) 2014, the patient notified the manufacturing representative that something was wrong with the leads and battery. After the second fall occurred in (B)(6) 2014, the patient would turn on his stimulator but needed to turn it up higher. However, when he turned it up higher, it felt like it was burning him, like he was on fire. The patient stated that they had ¿changed the machine a few times¿ but when he turned on the stimulator, he was getting a burning feeling. The patient stated that he kept it on for 3-4 days and had increased it a little of the 3-4 days, thinking it would feel better but it only made it worse. It was noted that having the stimulation on made the pain worse. The patient stated that it felt like someone had put the lighter fluid on it and it was burning his back. The patient was told by the manufacturing representative to turn off the stimulation and it was off at the time of the report. The patient noted that he does charge it weekly and would turn it on to check to see if it was still painful and turn it back off as it was. The patient stated that the machine was ¿totally awesome¿ when it was working correctly. The health care professional told the patient that there was no way the leads could not be damaged with the falls, CT scan and the pain that the patient was having at the time when the stimulation was turned on. The patient stated that the reason the leads must be damaged is due to the falls. A CT scan was done and they wanted to take out the leads and have them replaced. It was noted the health care professional was sending the patient to get the leads ¿fixed.¿ the patient was being sent to have the stimulation checked and repair/replace the leads if they were broken. It was noted that the health care professional did not know if the leads were broken as he did not do an x-ray. It was noted that the patient wanted to see a neurosurgeon prior to interrogating the ins because he felt like his back was ¿broken¿ as a result of falling off the horse. The patient stated he thought it was not related to the stimulator because he had been using it since in rehab. It was unknown what (if anything) was wrong with the stimulator system.